Event description:
It was reported that pump screen had remained dark and would not turn on, and button on front of pump was extremely difficult to press and often required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.